Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose went as high as 400 mg/dl. Customer did not want to troubleshoot for the high blood glucose levels stating that the device works fine now. Customer was advised to monitor their blood glucose levels and call back if they have any issues.